Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect display part number 29535-003 serialized with (B)(4) rev. C. The fa group performed a visual inspection and found no anomalies. The display was installed onto a known good test device and powered on the device into the user mode, which displayed the intermittent flickering display screen. The device was cycled for an extended period, which only worsened the flickering display. At this time, the reported event was duplicated, which was related to a sub-component material fatigue issue within the display. The display is a third party sourced item a trend analysis was performed and the failure is still within vyaire control limits.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported an intermittent flickering display screen on this ventilator device. The customer stated no known information or report associated with a patient event was associated with this issue.

Manufacturer narrative:
As a resolution, a vyaire field service representative (fsr) went on-site to evaluate the suspected device and found the most likely cause is the touchscreen. The fsr ordered and installed the replacement touchscreen to complete service visit. At this time, vyaire has not received the suspected touchscreen for evaluation. Any additional information received from the customer will be included in a follow-up report.